Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is bent in the haptic/optic junction area and distal area. The other haptic is bent in the distal area. The optic has light scratches and small scrape marks on the anterior and posterior sides of the optic. A used cartridge was returned. An inadequate amount of viscoelastic is observed in the cartridge. The cartridge does show evidence it was placed into a handpiece. The nozzle has multiple cracks. The tip has heavy stress and an aneurysm that splits as it enters the tip on the right side. Product history records were reviewed documentation indicated the product met release criteria. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The specific cartridge defect was not specified. Cartridge damage was observed. The reported lens damage was observed. The observed damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage and/or delivery issues. The nozzle has cracks and an aneurysm, which split as it entered the thinner tip area. This type of damage is typically progressive and worsens as the lens is advanced. The damage to the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger to making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the cartridge tip and/or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause cannot be identified at this time. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the lens was scratched due to a cartridge defect. The procedure was completed. Additional information has been requested.